Event description:
Information was received from a consumer regarding a patient who was receiving an unknown drug at an unknown dose and concentration via an implantable pump for peripheral causalgia and spinal pain. It was reported that the patient's pump failed and the patient was trying to figure out what to do. He was considering going to the emergency room (ER). It was further stated that the pump would stop delivering and that when the patient would have a successful bolus, his fingers would get numb. It was stated the pump was not delivering a bolus and the patient knew that because there was no numbing effect in his fingers. The patient tried their personal therapy manager (ptm) during the call and it was noted the patient would be able to receive a bolus in 2 minutes. The event date was noted to be (B)(6) 2017. No further issues were reported or anticipated.